Manufacturer narrative:
The initial reported event was received on 2012-02-28. Of note, the reportable malfunction and/or serious injury (early eri) is normally submitted via a remedial action exemption report that would have been due on 2012-04-30. Information was subsequently received on 2016-04-08 and revealed an analysis that does not qualify for exemption reporting. As there is new information that reasonably suggests the device no longer qualifies for exemption reporting it is therefore being submitted via a bimonthly medwatch report submission. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The analyst noted the cell was extracted from device (B)(4) that was explanted 52.9 months after implant. The device was explanted on (B)(6) 2012, but the device and battery analysis did not occur until december 2015. The battery analysis did not yield any unusual electrical or other properties for a battery at this stage of depletion. Destructive analysis of the battery did not provide any evidence of an internal mechanism leading to early depletion. No problems were found with delta 26h battery (B)(4). Analysis is completed and the product investigation found analysis results are not applicable to the field action (fa). This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the device indicated elective replacement (eri) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.